Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the foreign material was observed to be shaped like the tip of a cleaning brush and the likely cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited foreign material from suction cylinder. There was no patient involvement.